Event description:
During a ptca / stenting treatment procedure, difficulty was encountered with the express2 monorail 3.5/20 mm stent system. The lesion being treated was a 90% stenotic lesion in the left anterior descending coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access, a 6 fr mach1 guide catheter and a guidant bwm guidewire to cross the lesion. The lesion was pre-dilated and the express2 monorail stent was inserted, but was not able to cross the lesion. The express2 monorail stent was withdrawn into the guide catheter when resistance was felt. After the stent and guide catheter were removed from the pt as one unit, it was discovered that the stent had deployed in the guide catheter. A kink in the guide catheter was also noted in the area of the deployed stent. The pt was asymptomatic during this event. Another express2 monorail stent was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.